Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported that a power-on-reset (por) was seen on the clinician programmer pre-implant, so it was not associated with a patient. It was reported that the specific por code that was seen was ¿0x0002 clock too slow.¿ technical services reviewed that the implantable neurostimulator (ins) should be returned for analysis and the rep indicated the they would send the ins back. It was reported that the rep discovered the issue. There were no symptoms reported as a patient was not associated with the event. It was reported that the event occurred on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
The returned implantable neurostimulator (ins) (B)(4) passed all {functional} testing in the laboratory. No anomalies were identified. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative on 2017-06-13 reported that the box was unopened and the ins was interrogated before opening. The cause of the por was unknown. This information was confirmed with the physician/account. No further complications were reported.